Event description:
The user reported that during an interventional procedure the device inflated by itself while in the pt. The crank mechanism failed as well as the lock that doesn't allow the balloon to be insufflated unless it is pushed. It was reported on (B)(6) 2012 that the device was continuously used throughout the case. The stent was deployed without problems and there was no pt injury.

Manufacturer narrative:
Device evaluation. The suspect device has not been returned for evaluation. Merit received a copy of a form FDA 3500 MDR report from the user facility on (B)(4) 2012 which contains a pt identifier number, there is no report number assigned. Merit received one copy of a user facility report (B)(4) from the FDA on (B)(4) 2012. Merit believes both reports refer to the same event. (B)(6) was contacted on (B)(4) 2012 for additional information about the procedure being performed. (B)(6) did not have any additional information to provide. A follow-up report will be submitted when the evaluation has been completed.